Event description:
Lead management case to remove a malfunctioned lead. The lead is a riata 1580 implanted in (B)(6) 20/05. The physician started with a 14fr glidelight with visisheath at the proximal coil and had to upgrade to a 16fr glidelight with visisheath due to amount of scar tissue. The catheter made it to the distal end of the proximal coil of the svc and as it advanced there was too much push force and lack of traction which caused the catheter to move laterally into the vessel wall. Pressure dropped and came back up. The CT surgeon was in the room in 7 min. The patient had an svc tear which was repaired and patient is recovering.